Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was noted that the device exhibited multiple right ventricular oversensing events due to post-paced t-wave oversensing. Adjustments were made on the device to correct the oversensing issue. There were no consequences to the patient.